Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 360 mg/dl while using the ilet, which resolved after a full supply/site change; the lot number was provided, and the user subsequently did well. Customer care provided support that included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no definitive findings available, with insufficient information regarding a specific device component after a full supply change. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.